Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-00565. It was reported that the patient's device had a pump off event logged while changing batteries. The patient admitted that the batteries were critically low at the time. A routine system controller backup battery replacement had been performed on (B)(6) 2020. It appeared that the backup battery did not engage/power the pump when the external power was drained. The log file data confirmed the pump stop event that lasted 3 seconds. This type of behavior has been linked to a potential electrostatic discharge which temporarily causes the pump to stop and then restart. The patient did not experience any adverse consequences as a result of the pump stop event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a pump off alarm was confirmed via the submitted log file. The log file contained approximately 14 days of data (15jan2021 ¿ 29jan2021 per the timestamp). The log file captured a controller reset event and an associated pump stop on 29jan2021 at 4:28:50. The pump stop event lasted for approximately 4 seconds; a pump off alarm was active during this time, as expected. The pump regained the fixed speed without issue after the pump stop event. The log file also captured low voltage hazard and power cable disconnect alarms following the controller reset event due to the relative state of charge (rsoc) voltage levels on both power cables dropping to approximately 0 v. The atypical low voltage hazard and power cable disconnect alarms resolved at 4:28:59 due to the rsoc voltage levels returning to their appropriate value. No other drops in the pump speed below the low speed limit were captured in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that the patient did not report any symptoms from the reported event and there were no abnormalities during the routine clinic visit the following day. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 04sep2018. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low voltage hazard, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section 10 of the patient handbook and section f of the IFU, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of all equipment. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.